Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, how did the device "not staple properly"? Did the device lock-out (meaning no staple line or cut line were delivered)? Did the reload begin to staple and cut, but then jammed? -it did not form proper b-shape formation as it cut and deployed staples along the line. Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? -the device did staple and cut. I did not hear any information about missing staples along the staple line. The shape of the staple did not completely form b-shape.

Event description:
It was reported that during an unknown procedure, did not staple properly. There were no patient consequences reported.